Event description:
Caller states patient briefly passed out at approximately 15:00; no medical treatment was required. Caller states patient received result of 271 mg/dl on the inform system at 16:15. Patient tested 124 mg/dl on lab value at 16:20, and tested 239 mg/dl on inform system at 16:30. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B) (6), 2010, the lay user/pt contacted lifescan (lfs) alleging that the one touch ultra meter displays the battery indicator. The medical surveillance specialist (mss) was unable to reach the lay user/pt by phone for follow-up questions. The following complaint was classified based on info obtained from the customer care advocate (cca). The pt alleged that the issue began on (B) (6), 2010 at 7 pm. The pt indicated she manages her diabetes with a set dose of insulin. After the alleged issue occurred, the pt indicated she continued with her usual diabetes routine. Immediately following the alleged issue, the pt claimed she experienced symptoms of shaking and thirst. Subsequent to the alleged issue, the pt denied receiving any medical intervention. At the time of troubleshooting, the cca verified that the battery in the subject meter was not replaced, per owner's manual recommendation. Replacement products were sent to the pt. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.